Event description:
This rv lead was implanted on (B)(6) 2011, and was explanted us on (B)(6) 2012, due to the lead dislodged. The physician was dr. (B)(6), at (B)(6) medical. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).